Event description:
It was reported that the complete device system was explanted. It was noted that the device would be returned to the manufacturer for analysis. The system was reportedly replaced with another one from the same manufacturer. It was reported that there were impedance measurements showing 20,000 ohms on 10 different electrodes. It was noted that the patient experienced a shocking/jolting and a burning sensation at the device pocket. It was noted that during the surgical revision, the implantable neurostimulator (ins) was removed and replaced, and the pocket was moved to the front left abdomen. Extensions were reportedly added so the pocket could be moved. It was noted that impedance testing and reprogramming were both performed. It was noted that the cause of the issue was possibly determined. The out of range (oor) impedances were discovered before explant. Intraoperative testing still showed oor impedances. After tightening the set screws, impedances were still oor. After cleaning leads and resetting, impedances were still oor. It was noted that the leads were okay and still within range when placed in the multi lead trialing cable. After replacing the battery, all impedances were noted to be normal. Additional information received three days later reported that the patient was doing well and getting effective therapy. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3555-31, lot# unknown, product type: screening device. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins determined that the ins was functionally okay and insignificant anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.